Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. A medtronic representative, following up with the site, reported that there have been no further issues. The most likely root cause was that the surgeon accidentally bumped the reference frame changing the relationship to the patient's anatomy. The medtronic representative has discussed alternative set up options with the surgeon.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The medtronic representative reported that the navigation was approximately 2 millimeters inaccurate. The medtronic representative and site representative reported that the frame moved. The site re-spun to regain navigational accuracy. The surgeon completed the procedure with the use of the navigation system. The issue caused a delay of approximately 75 minutes. There was no impact on patient outcome.